Event description:
An impella 5.5 device was inserted via the right axillary/subclavian artery in a 62-year-old male patient for acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. During support, the critical care team reported placement signal low and suction alarms. Bedside evaluation demonstrated unreliable placement signal waveforms. Echocardiography confirmed appropriate pump position, and motor current, purge flow, and purge pressure remained unchanged. An arterial line was placed for additional hemodynamic monitoring. Subsequently, during a purge cassette and tubing exchange, the automated impella controller (aic) failed to recognize the purge disc and would not progress beyond the purge disc screen despite multiple troubleshooting attempts. An aic-to-aic transfer was therefore performed. During the exchange, purge flow was reported at <1 ml/hr and purge pressure >1000 mmhg, with an estimated 15¿25 minutes of absent purge flow, prompting administration of tissue plasminogen activator (tpa). Following intervention, device metrics remained stable. The patient remained hemodynamically stable and asymptomatic throughout both events, with no reported adverse clinical consequences. The reported events include placement signal unreliability, device revision or replacement (aic exchange), and temporary interruption of purge support during the controller exchange. The aic is being conservatively reported for hemodynamic instability; however, support was successfully maintained.

Manufacturer narrative:
Additional information received and the following fields were updated based on the new information received. B1, b2, b5, d6b, h1, and h6 . H6 health effect - clinical code e2403 was omitted and replaced with e050304. H6 health effect - impact code f26 was omitted and replaced with f2303.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported new placement signal (ps) low and suction alarms with their impella 5.5. At bedside, ps on appeared unreliable (ps 18/5 (9)) and left ventricle (lv) (-2/-78). Echocardiography was performed at bedside to verify pump position. Motor current (mc) and purge flows (pf) / purge pressure (pp) remained unchanged. Arterial line placed at bedside to monitor hemodynamics, patient remained stable and asymptomatic. No patient harm has been reported.

Manufacturer narrative:
Updated information: complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 med dev prob code added a01.